Manufacturer narrative:
(B)(4), date sent: 06/24/2022. Additional information was requested, and the following was received: 1- since the stapler didn't close the tissue after using, the case was continued by hand stitching with suture. 2- no patient consequence. 3- no post op care change.

Manufacturer narrative:
(B)(4). Only event year known: 2022. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Regarding "was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: yes, revised. Was there a change in the procedure? If yes, please explain. Could you please clarify if there were any patient consequences? Could you please clarify if was any change in the post-operative care of the patient as a result of the event?

Event description:
It was reported that during an unknown procedure, the stapler cut but did not staple. The procedure was delayed by 150-minutes. Another stapler was used, and the patient was revised.